Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-7300ds was received for investigation. Functional testing found that the inner tube rotates freely inside the outer tube. However, visual evaluation found scratches lines around the inner and outer tube. Damage was observed on the device¿s teeth. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
It was reported that during a knee arthroscopy surgery, there was a splinter of the device in the joint. According to the surgeon, no harm to the patient, operator, or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, (B)(6), 24-mar-2023: further information received with the device. Metal abrasion in the joint.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.